Event description:
It was reported that the patient on a conference call with technical services (ts) and the health care professional (hcp) called to report visiting an emergency room (ER) after a syncope episode. The patient also reported to have worn an external heart monitor device. On the conference call, the health care professional (hcp) noted that they are planning on getting the patient scheduled for a clinic visit. No additional adverse patient effects were reported. The device remains in service.